Event description:
Additional information from a manufacturing representative reported that the patient's device serial number was incorrect and has been updated.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: 2015-(B)(6), product type: lead. Product ID: 977a260, serial# (B)(4), implanted: 2015-(B)(6), product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the device diagnosis was lead migration/dislodgement. The clinical diagnosis was inadequate stimulation. The outcome was reported as resolved without sequelae. Interventions included explanting and replacing the lead. Diagnostic methods included device interrogation/device data which showed inadequate relief/no resolution of symptoms. Imaging showed that the right lead was coiling at l3. The etiology was noted as related to the device or therapy and unlikely related to the implant procedure. The etiology was noted as related to the lead. The patient reported inadequate pain relief and stimulation. The spinal cord stimulator (scs) was reprogrammed without relief. The fluoroscopy was performed and revealed right lead coiling at l3.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID 97791, product type: accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported that the patient had his old system replaced with an MRI safe system using different leads in (B)(6) of 2015. At some point between the new implant and a couple of weeks ago the patient lost stimulation on their right extremity and experienced less than 50% therapy relief at the lead location. An x-ray was done and the lead was coiled outside of the epidural space. The patient underwent surgery for replacement of the lead on (B)(6). Impedance testing and an x-ray was taken. Impedance testing was done in pre-op. And six of eight on electrodes 8-15 were greater than 10000. The lead that was damaged and outside of the epidural space was replaced and was noted to have a break/fracture between the 5th and 6th electrodes and the lead was bent and the plastic had cracked in between the electrodes. The cause of the issue was not determined but it was resolved. The lead was sent in for analysis along with impedance results and programming. The patient was seen in the recovery area and programmed with great coverage and was alive with no injury.

Event description:
It was reported that, per x-ray, the right lead component of the patient¿s implantable neurostimulator (ins) system had migrated from down from t12 and coiled down at l3. It was also noted that high impedances (>10,000 ohms) were seen on electrode #13. Reprogramming was attempted and the patient was unable to feel the stimulation to the right leg/foot where they had pain even at 10 volts. The lead was deemed unusable and the patient was only receiving effective therapy to their left legend not to the right leg. Surgery was to be scheduled for (B)(6) 2015. The patient status at the time of report was noted as ¿alive ¿ no injury¿. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Analysis of the returned lead model 977a260 serial # (B)(4) showed that conductor #6 was broken (overstress/damage) at electrode #6 crimp sleeve (4.6 cm as measured from the distal end). Conductor #5 was broken at electrode #5 crimp sleeve (3.9 cm as measured from the distal end). Conductors #0, 1, 2, 3, and 4 were broken at the proximal end of electrode #4 (3.2 cm as measured from the distal end) and at the distal end of electrode #5 (3.6 cm as measured from the distal end). On the proximal segment of the lead, the outer insulation was melted in 2 locations and at one of those locations there was a breach. The braid was broken where the outer insulation was both melted and breached. The epoxy was broken between electrode #4 and electrode #5. The bend in the lead around electrode # and 5 with the epoxy and conductor breakage in the same area indicated signs of overstress damage which could happen if the lead had migrated and was out of the epidural space. The continuity was acceptable on circuit #7 on the distal segment of the lead (lead was returned in 2 segments). No shorts were seen between the circuits. There was an open circuit on circuits #0 through 6 on the distal segment of the lead. Analysis of the returned anchor accessory model 97791 showed no anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.